Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) did not alarm for v-tach. The patient was being monitored on a telemetry transmitter. No patient harm or injury was reported. Investigation summary: there was insufficient information provided at the time of the event to determine the root cause. The arrhythmia analysis feature of the cns has well defined capabilities and limitations. These capabilities and limitations are outlined in the application guide (arrhythmia monitoring analysis ec1 application guide). In short, detection of arrhythmia events is dependent on factors that can vary with patient condition, signal quality, lead placement, alarm settings, alarm limits, etc. There is no indication that the device had malfunctioned. Service history for this serial number shows no subsequent reported events related to alarm.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) did not alarm for v-tach. No patient harm reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) did not detect for v-tach alarm. The patient was directly monitored on a telemetry transmitter which was then monitored on the cns. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device: the zm-521pa telemetry transmitter was being used in conjunction with the cns but no serial number was provided by the customer.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) did not detect for v-tach alarm. The patient was directly monitored on a telemetry transmitter which was then monitored on the cns. No patient harm reported.